Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose interconnection flex cable. The customer declined repairs and was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.